Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on 05/08/2014. (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration during a vitrectomy procedure. The case was completed with no harm to the pt. No add'l info is available.